Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to a fracture likely related to a car accident and evidenced by unstable thresholds and intermittent capture, high impedance, and oversensing. Patient reported to have shortness of breath as a result of the ra lead fracture and the loss of av synchrony with pacemaker syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.